Event description:
Patient was hospitalized "several times in past couple of weeks" hyperglycemia. Suspect device was being worn at the time. No further information is available at the time of this report. Device not returned for evaluation.